Event description:
It was reported that during a procedure, the doctor reported to the scrub nurse that the tip was not working correctly. The device was used in a procedure for arthroscopy surgery. It was further reported that an alternate device was used to complete the procedure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.